Manufacturer narrative:
The product has been requested back for investigation and the customer agreed to return the device. A follow-up report will be submitted upon completion of investigation activities or if additional information is obtained. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A low glucose readings issue with the abbott diabetes care (adc) device was reported. A customer reported scan result of 54 mg/dl on the adc device in comparison to a glucose reading of 263 mg/dl on a competitor brand meter. The customer noted a diagonal downwards trend arrow which indicates glucose is falling (between 1 and 2 mg/dl per minute). When the results were plotted on a parkes error grid, fell into the "c" zone showing the difference in values to be clinically significant. The length of sensor wear was 3 days. The customer stated that there were at least five low glucose alarms while they were sleeping. The customer did not experience any symptoms at that time but they self-treated with slow acting insulin (dose unspecified) after consuming 2 pop tarts and leftover spaghetti. No third-party treatment was provided. There was no report of death or permanent impairment associated with this event.